Manufacturer narrative:
Information references the main component of the system and other applicable components are: product type lead product ID 4351-35 lot# serial# (B)(4) implanted: 2013 (B)(6) explanted: 2017 (B)(6) product type lead h10: leads (B)(4) are no longer applicable to the event. Additional information confirmed the correct leads associated with the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep reported the patient had their lead and battery replaced on 2017 (B)(6). They removed the broken lead and the old battery. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) indicated that another hcp did the hernia surgery in 2014. It was indicated that the lead was protected at that time. The cause of the lead breaking after the surgery was not determined. It appeared to be broken proximal to location of mesh. There were no further complications reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2008, product type: lead.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) reported that a patient had a ventral hernia repair in 2014 and had been complaining ever since. They took x-rays and it showed a broken lead. The hcp was planning to turn off the device. The rep confirmed with a second hcp that they were planning to replace the lead and battery, no date was provided. No further complications were reported/anticipated.